Event description:
It was reported that balloon rupture occurred. After a wolverine balloon catheter was dilated, an ivus was used but it failed to cross. While attempted to dilate a 2.75mm x 8mm nc emerge balloon catheter, the calcification broke off and the balloon got struck with a sharp point resulted the balloon to rupture. A non-boston scientific balloon catheter also ruptured. After that, the ivus was able to cross the lesion; therefore, the procedure was continued. The procedure was completed with another of same device. No patient complications nor injuries were reported.